Event description:
It was further reported that that the catheter broke at the suturing site outside the patient while suturing it to the skin using a non bsc suture.

Manufacturer narrative:
Device evaluated by MFR: updated. Received one broken/cut nephroureteral stent with original opened pouch and product label. From a visual evaluation, it was found that the catheter/stent was broken into 2 sections - the proximal section with the stopcock hub/extrusion and remaining extrusion with the middle curl and distal pigtail which had a non bsc suture tied around the outer diameter near the cut end. The suture had broken during customer usage with part of the suture attached to the device. The remaining suture with stopcock key was not returned. The catheter device was measured to have broken approximately 14.5 cm from the distal end of the heatshrink. The non bsc suture was found to be tightly tied around the working length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous nephro-ureteral stent treatment procedure, the catheter broke inside the patient. The target location for the device was the ureter and left kidney due to kidney stones. The I/e-8/22 nephro-ureteral catheter was placed, and while suturing the catheter, it came apart "like it had been cut in half". A wire was inserted and used to successfully retrieve the broken piece. The procedure was completed with another of the same device and the patient condition post procedure was reported to be "fine".

Manufacturer narrative:
(B) (4).